Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow-up. Upon interrogation, the implantable cardioverter defibrillator exhibited several stored episodes of non-sustained right ventricular oversensing showing oversensing. Programming changes were made and the stable patient would continue to be monitored normally.